Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, preparations were made according to appropriate procedures, but the seal had fallen off when the delivery system was pulled out of the loading device. The seal remained in the loading device. The operation was completed with the new hs. The patient had no health hazard.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: d4 - UDI # changed from "(B)(4)".